Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips with a request for a part ID for an audio cable referencing a prior field correction documented in (B)(4). There was no pt impact.